Event description:
Report 1 of 2: it was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the tube does not stay in the needle sleeve during sample but falls out of place. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.